Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they experienced high blood glucose. Customer's blood glucose rose to 400 mg/dl. Customer has treated their blood glucose with the insulin pump. The customer also reported several calibration error alerts with the sensor. The customer's current blood glucose was 125 mg/dl. Troubleshooting did not occur for the insulin pump. The customer declined to return the insulin pump for analysis.